Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Investigator's was unable to duplicate the customer's stated problem. During investigation the cartridge was loaded, and the pump ran for an extended period of time no issues occurred while running. The pump operated properly, and no problems found.

Event description:
Information was received that this smiths medical cadd ms3 pump exhibited loading issues. It was reported that the "cartridge was loaded but wouldn't say to install the cartridge". No reported adverse effects.